Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 2 years and 2 months. The pump remains in use supporting the patient. The replaced portion of the driveline was returned for evaluation. Examination of the driveline found breakdown of the braided shield at the terminus of the distal end bend relief. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Visual inspection of the wires found a breach in the red wire insulation at the terminus of the connector bend relief. The adjacent wires appeared unremarkable. The exposed conductors of the red wire would have allowed a short to shield via the braided shield while the system was operating on the power module. The short would have resulted in the alarms and pump stoppage observed in the submitted system controller log file. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing. A review of the device history record showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that during the patient's clinic visit on (B)(6) 2015, it was noted in the log file that two pump off and low speed alarms had occurred while the pump was connected to the power module. One event occurred the previous day and the other event occurred that day. The patient was reportedly asymptomatic at the time of the events. The health professional examined the driveline and it appeared to be normal without any weak points, except for one small little tear in the white silicone. The driveline was manipulated, including where the tear was, and the alarms could not be reproduced. X-rays were taken, and no areas of concern were noted on the part of the driveline internal to the patient; however, there was an area near the external distal end bend relief that had appeared to have some shielding disruption. On 09/18/2015, the manufacturer's technical service representatives evaluated the driveline. The continuity test did not reveal any broken wires. The driveline was replaced at the distal end bend relief. The pump was then connected to a grounded power module patient cable and no alarms reoccurred.